Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 504mg/dl. The customer's current level is 402mg/dl. The customer states they threated their highs with insulin. Troubleshoot for the high blood glucose was conducted. The customer is being sent out a tubing clamp in order to finish troubleshoot, and conduct high pressure test. No further assistance was needed at this time.